Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 1 device was received. 2 devices were not available for evaluation. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no problem found. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.